Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient stated the readings on the cgm were off. He checked a bg and it was 598 mg/dl while the cgm was 205 mg/dl. He stated due to this inaccuracy, he had to miss work. On the morning of (B)(6) 2025, the cgm was 200 mg/dl. He felt that his body was going into diabetic ketoacidosis so he checked a bg and it was 600 mg/dl. He gave himself insulin and stated the bg value went down, he calibrated the cgm and kept checking finger sticks. He felt nauseous, muscle soreness, had a headache, was dehydrated and was urinating frequently. The patient drank water and no medication was taken. It was stated in general that when the patient¿s blood sugar is high, he gets headaches and has to take ibuprofen. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.